Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer.since the lot number is unknown, the full UDI number can not be provided.concomitant product: smartablate generator ¿ serial # unknown.(B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch uni-directional catheter (generation 2, f-curve) and suffered an esophageal injury requiring intensive care unit monitoring. On (B)(6) 2016, ablation procedure successfully completed. On (B)(6) 2016, patient admitted to intensive care unit for monitoring via emergency room. Esophageal ulceration confirmed via esophagogastroduodenoscopy (egd). No interventions had been performed at the time of complaint report. Patient reported to be in stable condition. Physician's opinion regarding cause of adverse event is that it may possibly be related to inherent risks of procedure and may possibly be related to thermocool smarttouch uni-directional catheter (generation 2, f curve).smartablate generator settings not available. Esophageal protection measures taken included: esophageal temperature probe, low power, and shorter ablation durations on posterior wall.since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.